Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2011; 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). The device was explanted and replaced. It was further reported that the epicardial lead was capped. No patient complications have been reported as a result of this event.